Event description:
It was reported to resmed that an astral device failed to charge its battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the connectors of the external battery charger did not make contact with the battery resulting in the battery not charging. The external battery housing was replaced to address the reported complaint. Resmed reference#: (B)(4).